Event description:
Medical affairs rep was unable to get in contact with pt. Will be sending them a letter. Pt called to report that their lfs meter would not power on. Pt was unable to test their bg and pt was having a headache, dry mouth, and had frequent urination. Unk if pt had frequent urination. Unk if pt had these symptoms prior to the power issue. Pt did not know how much insulin to take and ended up being hospitalized. Batteries were good and meter still does not power on. Ccr was unable to resolve the issue. Sent a replacement meter.